Event description:
Related manufacturer reference number: 3006705815-2023-06961. It was reported that the patient experienced inadequate pain coverage with existing leads position. As such, surgical intervention took place on (B)(6) 2023 the leads were repositioned/pulled down and anchored to achieve better coverage.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.